Event description:
The reporter stated the surgeon inserted a three piece collamer lens model number cq2015a and the lens tore. The lens was removed without enlarging the incision and sutures were not required to close the incision.